Event description:
It was reported that the ilet pump¿s battery appeared to deplete faster than expected and the charger would not properly charge the device, with the charger light only blinking; the issue was characterized as a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging malfunction of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.